Manufacturer narrative:
Per tandem's t:slim g4 user guide: do not fill the cartridge until prompted by instructions on the pump screen. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple intermittent occasions, the insulin gauge displayed inaccurately. Reportedly, the insulin gauge displayed a fill estimate of approximately 50 units and the amount of insulin decreased approximately 30-40 units. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support showed that the customer did not follow the proper fill techniques. Tandem technical support educated the customer on the accurate fill technique.